Event description:
It was reported that the external pulse generator had a self-test failure, and that its lower screen was not clear. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the generator had a self-test failure and that its lower screen was not clear. Analysis did find that the upper and lower cases and both bail covers were broken, that the ring cover was contaminated, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the serial number label was damaged.

Event description:
It was reported that the external pulse generator had a self-test failure, and that its lower screen was not clear. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.